Event description:
A peritoneal dialysis (pd) pt reported that he discovered fluid leaking from cycler following his treatment several nights in a row. He reported that the cycler had been making a loud vibrating noise. Following the last leak, he contacted technical support and was advised to discontinue using the cycler and to contact his pd nurse. The pt reported that the cassettes were all from the same lot but did not retain any samples. F/u the pt's pd nurse reported that the pt's effluent remained clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. This report is associated with mdrs #8030665-2014-00205, 00207, and 00208.